Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the pump had an inaccurate delivery issue on (B)(6) 2016. On (B)(6) 2016, the patient had a blood glucose that read on the meter, with polydipsia and symptoms of dehydration. During troubleshooting, customer support found basal history did not match active basal program. Patient discontinued pump. This complaint is being reported as the patient experienced hyperglycemia due to alleged inaccurate delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the pump was manually suspended and resumed the day before the event date, as well as an unexplained loss of prime warning on the event date. Delivery interruptions were also noted in the black box on the event date due to a battery and cartridge change. The recorded total daily dose values added up to accurately reflect the user programmed basal rates. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no errors, alarms, warnings, or delivery interruptions. A 10 unit normal bolus and audio bolus were performed and delivered accurately. A delivery accuracy test was performed and passed with the pump delivering in the required range. The complaint was not duplicated.